Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The b30 error message was resolved after restarting the device. Since the issue was resolved after troubleshooting and the device was not returned for evaluation, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The biomedical engineer (biomed) called to receive guidance from olympus¿s technical assistance center (tac). It was explained a b30 error can be related to a scope or light source and the biomed will need to narrow down the devices. Tac advised ruling out different scopes by shutting down the light source each time before connecting and disconnecting. The scope connector should be cleaned with an alcohol prep pad and dried before retrying. If a problematic scope is determined, move it to a different light source to see if the issue follows the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported to olympus, the evis exera iii xenon light source displayed a b30 (scope communication) error intermittently. The event occurred during a diagnostic colonoscopy. The facility turned off the subject device, rebooted and was able to complete the procedure. There was no patient harm associated with this event.